Event description:
The customer reported to olympus, the cable broke, the high frequency cable made a popping sound, then sparked. The issue was found during a trans urethral resection of bladder tumor procedure. The procedure was completed with a similar device. The procedure was delayed by 5 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information.

Manufacturer narrative:
This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined due to lack of device return. Considerations: - the error description provided is plausible. The error described is a known error pattern and can be confirmed. The age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. It should be noted that this can cause a voltage spike at the damaged area when the generator is activated, resulting in a spark and complete disconnection of the plug. - it is evident from the lot number that the cable was manufactured in august of 2018. It can therefore be assumed that the cable was used for longer than the specified 12 months. According to our investigators, the cause of the reported issue is most likely due to wear and tear in connection with improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high frequency-cable, monopolar sparked, smoked and then caught fire. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.